Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for cosmetic damage unrelated to the reported issue. The service error code is associated with the software update test and is intended to identify if the monitor and therapy cable software are both functional. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.

Event description:
Patient reported service error code. After multiple reboot attempts issue persists. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.